Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
During vein ligation, the clips didn't close completely on the first try, and in the second, the clips didn't shape b from. Patient consequence: no. New product was used to complete the procedure.